Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set tubing was detached from connector on (B)(6) 2024. The infusion set was in use for less than 24 hours.the blood glucose level was 320 mg/dl at the time of event. Patient went to emergency room for treatment. Ketones were also present. In emergency patient got saline fluids and insulin. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6003949 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 and wi guidance for functional testing for complaints area version 2.0 for the code tubing detached from tubing-tubing connector. Complaint investigations. Physical samples were formally requested; however, they were not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional static pull at the tubing-tubing connector test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing lot 6003949 was manufactured according to the wi version 94 and packaging in the multivac 10, on 29/oct/2023, with a total of (B)(4) units. Gluing of tubing lot 3k04904 was manufactured according to the wi version 57, gluing of tubing on machine's sc05 & sc06, on 28/oct/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 06/aug/2025 against malfunction code tubing detached from tubing-tubing connector and lot 6003949 and no other complaint has been registered in database for the same lot 6003949 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm reportable, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.